Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6), 2008. There were no complications during this procedure. According to the complainant, the patient experienced urinary problems, chronic infections and pain post procedure. The exact nature and date of onset for the urinary problems and pain are unknown. On (B)(6), 2008 and again in (B)(6) 2009 (exact date unknown), the patient presented with a minor bladder infection. These were both resolved with generic antibiotic treatment. All the patient's post operative follow up visits showed that the patient was healing normally and there was no retention or erosion. The patient's post void residual levels were normal. The physician reported that the patient did not present to her with urinary problems and pain. The patient was not reported to have any preexisting medical conditions that may have contributed to this event. There is currently no medical intervention planned. In (B)(6) 2011, the patient was reported to be fine and continent, but the current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.